Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow alert02) in an arctic sun device, flow rate (fr) was 0.8lpm. Guided to diagnostics, system hours 2263, pump hours 0, inlet pressure (ip) was -7psi, inlet pressure (ip) was 34 percentage. Disconnected and reconnected pads using proper technique, flow rate (fr) was dropped to 0.2lpm, added towel between bed/pad, adjusted all tubing so straight/unobstructed, unable to get flow rate (fr) above 0.2lpm. Pad lot number nghy1315. Added second pad and flow rate (fr) went to 1.6lpm. Contact day shift supervisor for pad return ((B)(6).

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow alert02) in an arctic sun device, flow rate (fr) was 0.8lpm. Guided to diagnostics, system hours 2263, pump hours 0, inlet pressure (ip) was -7psi, inlet pressure (ip) was 34 percentage. Disconnected and reconnected pads using proper technique, flow rate (fr) was dropped to 0.2lpm, added towel between bed/pad, adjusted all tubing so straight/unobstructed, unable to get flow rate (fr) above 0.2lpm. Pad lot number#: nghy1315. Added second pad and flow rate (fr) went to 1.6lpm. Contact dayshift supervisor for pad return (B)(6).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling was reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow alert02) in an arctic sun device, flow rate (fr) was 0.8lpm. Guided to diagnostics, system hours 2263, pump hours 0, inlet pressure (ip) was -7psi, inlet pressure (ip) was 34 percentage. Disconnected and reconnected pads using proper technique, flow rate (fr) was dropped to 0.2lpm, added towel between bed/pad, adjusted all tubing so straight/unobstructed, unable to get flow rate (fr) above 0.2lpm. Pad lot number # nghy1315. Added second pad and flow rate (fr) went to 1.6lpm. Contact dayshift supervisor for pad return (B)(4). Per follow up information received via mail on 24feb2025. Nicu still has the pad and will send pad for evaluation. Confirmed no further issue with patient. The moisture was wiped from the infant, and they observed no reactions. Therapy was not continued.